Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was due to user handling. The water filter was not replaced per instruction for use (IFU) resulting in insufficient reprocessing of the scope. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: oer-6 instruction manual, operation section, "chapter 7: tasks to be performed monthly, weekly, or whenever necessary, 7.3. Replacing the water filter (maj-2317). " olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope was reprocessed incorrectly. Water filters were being replaced once every two years; however, it was instructed to replace the filters once every two months. Despite this instruction, the user facility staff continued to use the water filters improperly. The issue occurred during reprocessing, and the intended procedure was completed using the same device. There were no reports of patient harm.